Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with a 460cc mentor smooth round high profile and was presented with breast implant deflation on her left side postoperatively. As a result, the patient underwent explantation and replacement of device on (B)(6) 2020.

Manufacturer narrative:
On 4/16/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample a tear was observed on the posterior aspect, measuring 0.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced right side deflation, not left side. Hence, lot and serial numbers have been updated under field d4 to lot number 7724503; serial number (B)(4) on this form. Replacement information was also provided as mentor lot number: 9390636; serial number: (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/14/2020, mentor became aware of patient's age as 62 years. Hence, section a; field a2 has been updated on this form. Manufacturer¿s reference number: (B)(4).